Event description:
Caller from a user facility reported an unconscious, hypoglycemic patient was treated with an unknown amount of an unspecified insulin based upon an inform system blood glucose result of 217 mg/dl. The patient's blood glucose was reported by another professional system as "less than 20" mg/dl within ten minutes. It is unclear when or if the patient's hypoglycemia was treated following the reporting of this second result. Caller reported additional, later comparisons of this inform system to another professional system: inform 207 mg/dl, other professional system 24 mg/dl within 10 minutes; other professional system "less than 20" mg/dl, inform 190 mg/dl, other professional system" less than 20" mg/dl within 10 minutes; other professional system "less than 20" mg/dl, other professional system "less than 20" mg/dl, inform 189 mg/dl within 10 minutes. The patient became unconscious, later passed away.